Manufacturer narrative:
H3: analysis found visually, the pouch was open from 3 of 4 sides. The device was in a broken condition when returned. There was no damage noted on the outer tube, outer hub, or the inner hub. However, the inner assembly (shaft) was broken and measured 0.568 inches from the distal end of the inner hub to the broken point. The proximal end of the inner assembly was detached (broken) from the outer assembly. The distal end of the broken inner assembly remained inside the outer tube. Functional testing could not be performed due to the broken state of the device. A review of the global complaint data showed one other complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previously added imdrf codes b21, c21, d16, g04041 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op of submucosal resection of nasal septum the tail end of blade was broken while using. The blade broke after starting the surgery and using a while. The blade was running at 5000 rpm and in reciprocating mode. There was no noticeable damage on the product package or the product prior to use. The procedure was completed with backup product. There was no patient impact.